Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site is bleeding. Symptoms noted suspected infection. The patient was sent to ER and was seen for wound check and physician is monitoring the pocket. Additional information has been received that symptoms noted are oozing. The physician confirmed that the infection occurred after procedure. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with wound care IV and was being treated for infection and recovering well. Cultures were taken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site is bleeding. Symptoms noted suspected infection. The patient was sent to ER and was seen for wound check and physician is monitoring the pocket.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7108638/7104088 UDI: (B)(4). UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 35537336. UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) pocket site is bleeding. Symptoms noted suspected infection. The patient was sent to ER and was seen for wound check and physician is monitoring the pocket. Additional information has been received that symptoms noted are oozing. The physician confirmed that the infection occurred after procedure. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered with wound care IV and was being treated for infection and recovering well. Cultures were taken.